Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization at the splenic artery thrombus, a 16mm x 47cm micrusframe18 coil (mfr181647, s12393) was attempted to be used as the framing. The physician winded with the complaint coil once, however the delivery wire could not advance. The complaint coil was attempted to be re-sheathed, but it could not. Then, the complaint coil was detached although the detach button was not pressed and the complaint coil pre-maturely detached in the microcatheter during withdraw. Therefore, the complaint coil was removed from the patient¿s body together with the concomitant microcatheter. The complaint coil was replaced with another the 16mm x 50cm deltafill18 coil and it was used as the framing coil. There was a slight resistance felt between the coil and the microcatheter, but the coil was implanted to the target lesion safely. After that, the following coils were implanted: a 10mm x 50cm interlock coil, 8mm x 35cm deltafill18 coil, 10mm x 50cm interlock coil, 5mm x 20cm deltafill18 coil, and a 6mm x 25cm deltafill18 coil. Excessive force was applied to the devices. Adequate flush had not been maintained through the devices. No coil device damage was confirmed prior to use. The devices were used and prepped as per the instructions for use. The product is not available for the investigation. No further information is available. The device was discarded; therefore, no further investigation can be performed at this time. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaints of ¿coil - impeded-in delivery catheter with no loss of cerebral target position¿ ¿and ¿coil - premature detachment-in mc during removal¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. The exact cause of the events could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. In this case, it was reported that excessive force and adequate flush had not been maintained through the devices which could have contributed to the reported events. The instructions for use (IFU) states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization at the splenic artery thrombus, a 16mm x 47cm micrusframe18 coil (mfr181647, s12393) was attempted to be used as the framing. The physician winded with the complaint coil once, however the delivery wire could not advance. The complaint coil was attempted to be re-sheathed, but it could not. Then, the complaint coil was detached although the detach button was not pressed and the complaint coil pre-maturely detached in the microcatheter during withdraw. Therefore, the complaint coil was removed from the patient¿s body together with the concomitant microcatheter. The complaint coil was replaced with another the 16mm x 50cm deltafill18 coil and it was used as the framing coil. There was a slight resistance felt between the coil and the microcatheter, but the coil was implanted to the target lesion safely. After that, the following coils were implanted: a 10mm x 50cm interlock coil, 8mm x 35cm deltafill18 coil, 10mm x 50cm interlock coil, 5mm x 20cm deltafill18 coil, and a 6mm x 25cm deltafill18 coil. Excessive force was applied to the devices. Adequate flush had not been maintained through the devices. No coil device damage was confirmed prior to use. The devices were used and prepped as per the instructions for use. The product is not available for the investigation. No further information is available.